Manufacturer narrative:
Qn# (B)(4).additional information received from the sales rep indicates the issue was detected prior to use on a patient. No patient involvement reported. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
The complaint is reported as: the unit will not turn on. The issue was detected prior to use on a patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the unit will not turn on. It is unknown when the issue was detected. Additional information was requested but was not received at the time of this report.